Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient was implanted in (B)(6) 2013. The tape that was put on the surgery site was not coming off, so the mother decided to rip it off. By doing this, the wound was accidentally opened and the patient got an infection; he was given antibiotics but they did not help. The parents took the child to the o.r on (B)(6) 2014. Surgeon drained the wound but did not have to remove the device. As per the new information received on (B)(6) 2014, the patient's infection has still not cleared up. So the patient will be explanted on (B)(6) 2014. The plan is to leave the electrode in place, but remove the housing of the implant, let it heal for at least a month to clear up the infection and the reimplant him when all signs of the infection are clear.